Event description:
Nurses observed rates on an infusion pump changing from 32 to 137. Attempted to change and reset pump using hold position several times with no change noted. Lcd was showing "turn to run" message. Unit was taken out of service. During the event the medication was changed to another pump on the same unit without any problems.